Event description:
A caller reported a cgm error 42 concerning their device. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, resolving the issue, and the caller successfully began a new sensor session.